Event description:
Pt was sedated for surgery. The surgeon asked for the bed to be raised. Initially the table did not respond to use of the remote. The user then flipped the on and off switch. The table began to rise and then pivoted extremely fast to a complete 90 degree angle. The pt fell off the bed. Pt remained stable. Bed was taken out of service until eval was completed. Eval of the bed was completed by the MFR. Findings indicate error in how staff set up the bed. Setting up the osi bed was found to be a complex, sequential and up to a possible ten step process. Currently, purchasing an upgrade to the hospital's osi modular system is being evaluated.